Event description:
I was taking out my kotex tampon and it unraveled. Why was the person using the product? Menstruating. Did the problem stop after the person stopped using? Yes. Did the problem return if the person started taking or using the product again? No. FDA safety report ID# (B)(4).